Manufacturer narrative:
Summary of event: as reported, an unspecified foreign body was discovered inside the packaging of a 'roadrunner the firm hydrophilic wire guide'. The issue was identified during inspection at a distribution facility; therefore, there is no patient involvement. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation; however, photos provided by the customer show foreign matter. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional complaints on the lot. The product IFU states ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and examination of photos provided by the customer suggests that there is evidence the device was manufactured out of specification; however, there is no evidence that additional devices manufactured out-of-specification exist in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing and quality control deficiency contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: phone = (B)(6). H3: not returned to the manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an unspecified foreign body was discovered inside the packaging of a 'roadrunner the firm hydrophilic wire guide'. The issue was identified during inspection at a distribution facility; therefore, there is no patient involvement.